Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had frozen during login. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e initial reporter first name, initial reporter last name, initial reporter phone & initial reporter e-mail, section g report source a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, good-faith attempts were made to obtain the additional information. No responses were received from the technical support specialist (tss) or the tss manager. Additional information would be added to the record if and when it was received.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had frozen during login. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.